Event description:
Physician reported a patient injected in nlf's developed red, swollen area at injection site with white bumps and pain. Three days later, the patient went to the ER and was diagnosed with cellulitis.

Manufacturer narrative:
Physician reported injecting a patient in the nl folds, who later developed swelling, redness, pain and white pimple-like bumps. Three days later she went to ER where she was diagnosed with cellulitis and treated with IV antibiotics. She was released with augmentin oral antibiotics. Physician follow-up states patient is responding well to the antibiotics and symptoms are subsiding.